Manufacturer narrative:
An ocd field engineer (fe) visited the site, and indicated that the probe was bent. The fe replaced the probe and performed the necessary adjustments to return the instrument to expected operation. The customer performed and accepted qc.

Event description:
The customer reported that the ortho provue analyzer dripped fluid during type and screen testing and that the probe was bent. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion or incompatible blood. Erroneous test results were not reported.